Event description:
Info received indicates the casters had a slight roll when the brake was set.

Manufacturer narrative:
The tech found the brake linkage was bent. The tech replaced the brake linkage to repair the stretcher.